Event description:
The customer requested to have the device serviced for the fco software, calibrations, and repair. No specific allegations were made during the initial report from the customer. There was no patient involvement.